Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), stent damage was noted. The target lesion was located in the mid right coronary artery. The physician encountered difficulty when he advanced the 12x4.0mm liberte bare metal stent delivery system (sds) unto the introducer kit. When the physician withdrew the sds, an "extra metal projection" was observed. The procedure was completed with another of the same device without complications to the patient. The patient's current condition is listed as "stable".